Event description:
A patient reported issues with a pump, including a cracked screen, a crack in the charging port, and battery problems requiring daily charging. There was no adverse impact to the customer¿s blood glucose level. The patient did not want to troubleshoot the issues with the pump, and no additional information was received regarding corrective actions taken.